Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: pri tubing model 11532269 lot: unknown, exp: unknown. The returned administration set was attached to a full IV bag. The safety clamp and roller clamps were opened; the fluid did not free flow as expected. The set was attached to a pressure gauge and the set was submerged in a sink of water. There was 5 psi of air introduced into the line; no air was visible flowing through the line. The air was slowly increased to 30 psi and still no bubbles emerged from the distal end.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 29-jun-2023. Investigation summary: one sample (model #11532269, lot unknown) was returned by the customer. It was reported that fluid did not free flow as expected. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was connected to a bag filled with saline and attempted to be primed using gravity. The set was unable to be primed. Fluid did not flow. The smartsites on the set were able to be flushed, and fluid was able to be forced through the filter with some resistance. There were no signs of excess solvent. A quality notification was sent to the supplier of the filter. Testing was completed by the supplier of the filter. Leakage was observed from both vents. The filter was then subjected to a treatment that may fully or partially restore the hydrophobic properties of vents that have become temporarily compromised possibly due to saturation by low surface tension end use solutions. Once dried, the filter was primed with saline successfully. An air venting evaluation was performed on the filter where an air bolus of approximately 2 ml was introduced into the upstream housing of the filter. The 2 ml air bolus was successfully eliminated from both vents of the filter and no air was observed downstream during air elimination testing indicating the hydrophobic vent properties had successfully been restored. All IV-5 filter lots are assembled with validated process parameters and with materials believed suitable to their intended end use, and successfully meet stringent in-process testing prior to being released to inventory. With evidence that the vents had become saturated from the testing conducted above, the root cause could not be determined. The investigation determined that vents with compromised hydrophobic properties can create an airlock condition inside the filter that prohibits or restricts flow. Potential scenarios exist from treatments and exposures that occur post filter assembly that can compromise proper vent functionality. These exposures could include contact on the vent with low surface tension fluids, especially those that may contain elements of alcohol or lipids that may inhibit air venting and priming and result in greatly reduced or no flow. A device history record review could not be performed on model 11532269 because a lot number is unknown.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: pri tubing model 11532269 lot: unknown, exp: unknown. The returned administration set was attached to a full IV bag. The safety clamp and roller clamps were opened; the fluid did not free flow as expected. The set was attached to a pressure gauge and the set was submerged in a sink of water. There was 5 psi of air introduced into the line; no air was visible flowing through the line. The air was slowly increased to 30 psi and still no bubbles emerged from the distal end.